Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced severe back pain over 2-3 days. It was later reported that the pt did not visit the hcp about this event. Per this reporter: "by the time I could see dr, problem was over. I think there was some kind of blockage or ?. The next day, I seemed to have an overdose of meds. The next day everything got back to normal".